Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lot number 62538. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported when retracting needle, it was jammed at 80-90% during retraction. Even with the 2nd attempt, the retracting needle still jammed but it deployed ok. Surgery was completed with the affected device. Affected eye unknown. The device remains implanted and injector has been discarded.